Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and two months later, the patient was diagnosed with post-operative pulmonary embolism. Approximately eleven years and nine months later, computed tomography (CT) revealed that there was an inferior vena cava filter present below the renal veins. No filter migration or tilt was noted. There was a badly damaged/deformed filter in the distal inferior vena cava, that was external to the stents. Several legs of the filter extended through the wall of the inferior vena cava into the pericaval fat. One leg extended into the aorta. There were at least 2 legs that were fractured and detached from the filter. This was seen external to the inferior vena cava, penetrated the aorta. Therefore, the investigation is confirmed for filter limb detachment, material deformation, and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 11/2007), g4, h6(device: 4001) h11: h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut retained in body, where as one detached strut perforated the aorta and the other is extraluminal. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut retained in body. One detached strut perforated the aorta and the other is extraluminal. The current status of the patient is unknown.